Event description:
The customer reported a power supply problem. There was no report of pt involvement.

Manufacturer narrative:
(B)(4). This reported symptom was clarified by a third party field service engineer. The device failed to charge the batter on ac power, and there was no ac led indicator light. The ac power supply was found to be defective. It was suggested that the customer replace the ac power supply. The customer was provided with parts ordering info. The device remains at the customer site.